Manufacturer narrative:
A bci field service engineer (fse) replaced the eic valve.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the electrolyte injection cup (eic) overflow on the synchron lx 20 pro clinical system. No injury was reported.